Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. As received, the charger was found to have a defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) had a defective power supply. The last pt to use this charger/modem did not report any deficiencies.